Event description:
Additional information was received from a patient on (B)(6) 2017. The patient stated that the overstimulation and lengthened charging time has not been resolved. No further complications were reported/are anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain and spinal pain. It was reported that the patient feels strong stimulation/overstimulation running down the legs and across the stomach when they recharge their ins every weekend. The patient clarified that the strong stimulation was independent of positional movement. The patient also reported that the ins was taking longer to recharge. The patient mentioned that the coupling that they achieve while recharging varies depending on what they are doing while recharging. The patient stated that they have not had their ins checked or reprogrammed since their implant procedure. No further complications are anticipated.